Event description:
Clinical educator stated that several needles break off into catheter lumens when obtaining lab work on patients. It's not the actual needle. It's the tip of vacutainer that goes inside the catheter lumen that gets stuck inside and breaks off when trying to remove. Clinical educator also mentioned that a patient was involved and required medical intervention to replace the catheter.

Manufacturer narrative:
Changes in company staff caused the medwatch report to be inadvertently submitted late.